Manufacturer narrative:
The t:slim x2 g5 user guide states: monitor your blood glucose (bg) with the guidance of your healthcare provider. According to the american association of diabetes educators¿ white paper ¿insulin pump therapy: guidelines for successful outcomes,¿ patients should routinely check their bg levels at least 4 times daily (optimally 6 to 8 times daily) in order to detect hyperglycemia (high blood glucose) and hypoglycemia (low blood glucose) early. Undetected hyperglycemia or hypoglycemia can result without proper monitoring no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device evaluated by manufacturer? Device not returned.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (502 mg/dl) and diabetic ketoacidosis considered dangerous by healthcare provider. Customer was treated with intravenous insulin drip. Customer was discharged on (B)(6) 2019 with the issue resolved. Reportedly, customer had not started an active continuous glucose monitor (cgm) session and was not monitoring blood glucose prior to the event.